Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 247 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.